Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event . Complaint confirmed. The evaluation revealed the delivery cannula's distal tip had broken off at the spiral weld. Additionally, damage was noted on the depth stop. Complainant's event typically caused by leveraging/prying the device during implantation procedure. The evaluation also revealed a frayed suture. This is most likely caused from the suture being inadvertently nicked or cut after it was exposed when the cannula broke. The sutures fully deployed when function tested in accordance with the surgical technique. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal repair procedure, the surgeon was attempting to use an ar-4502, speed c" curved needle with 2 peek implants and 2-0 fiberwire, lot: 10052515. When the surgeon inserted the tip of the cinch into the meniscus for the first time, the needle broke. The needle did not break off completely. No implants were deployed. Another ar-4502, from the same lot was opened and when the surgeon went to fire the speed cinch, the first implant did not deploy. The surgeon then performed a menisectomy instead. No patient injury.